Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) over 600mg/dl with vomiting. The treatment regimen was not provided. The reporter stated that the patient had a date issue and was receiving incorrect doses. Customer support (cs) attempted to contact the patient for troubleshooting without success. This report is being made due to the bg excursion the patient experienced due to a history settings issue.